Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 457 mg/dl. The caller stated that the user treated with boluses using the insulin pump. The caller stated that the user complained of chest pain. The user was wearing the insulin pump at the time of hospitalization and was taken off of the insulin pump upon arrival. The infusion set had been changed 1 day prior to the hospitalization. Upon troubleshooting, it was found that the insulin pump had the bolus wizard programmed correctly and the bolus history was correct. The caller declined to perform the high pressure test. The user was advised to change the entire infusion set, reservoir and insulin. The caller was advised that the device be replaced. The most recent blood glucose reading was 245 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional tests could not be completed due to this anomaly. The insulin pump was also received with a cracked case on the display window corners, minor scratches on the display window, a cracked display window, cracked reservoir tube lip and a missing end cap sticker.